Event description:
It was reported that an ilet pump presented persistent alert 60 indicating a bluetooth communications error associated with the ble board, confirmed in device history after multiple restarts with no effect and with blood glucose not impacted. Symptoms included no clinical effects. Outcomes included no change in therapy other than guidance to continue cgm use through the dexcom app or receiver and to shut down the ilet to avoid further alerts. The device was returned for evaluation. The device was placed on charging pad and powered on. The "about ilet" menu did noy display bluetooth version and bootloader was also missing, both read 0.0.0. Attempted to download logs but was unsuccessful to pair to mobile app. When opening the device, the top portion was seemly easy to pry open as the whole screen display detached from the rear hosing without the use of force. The internal components revealed some corrosion indicating that fluid had breached the seal and dried thought the device. As the device was compromised the troubleshooting will be stopped and the device will be designated as unrepairable and will be scrapped by the refurbishment department. The customer reported issue was confirmed.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.